Event description:
It was reported that, according to data obtained from the australian orthopaedic association national joint replacement registry (aoanjrr), a total of 278 cemented polarcup primary total conventional hip replacement procedure were studied in a period between (B)(6) 1999 and (B)(6) 2022. From this cohort, 20 patients required a revision surgery due to different reasons including loosening (5 cases), fracture (6 cases), prosthesis dislocation (3), infection (5) and tumor formation (1). The relation between the reported adverse events and the study devices can not be verified, however, their contribution can not be excluded. The patients that suffered from the revision surgery had the following primary cemented polarcup shell devices implanted: polarcup shell 45 cemented (1 patient), polarcup shell 47 cemented (2 patients), polarcup shell 49 cemented (1 patient), polarcup shell 51 cemented (4 patients), polarcup shell 53 cemented (2 patients), polarcup shell 43 cemented (2 patients), polarcup shell 45 cemented (1 patient), polarcup shell 47 cemented (2 patients), polarcup shell 55 cemented (1 patient) and other unspecified cemented polarcup shells (4 patients). As the information was extracted from the aoanjrr, no further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H3, h6: it was reported that, according to data obtained from the australian orthopaedic association national joint replacement registry (aoanjrr) [1], a total of 278 cemented polarcup primary total conventional hip replacement procedure were studied in a period between (B)(6) 1999 and (B)(6) 2022. From this cohort, 20 patients required a revision surgery due to different reasons including loosening (5 cases), fracture (6 cases), prosthesis dislocation (3), infection (5) and tumor formation (1). The relation between the reported adverse events and the study devices cannot be verified, however, their contribution cannot be excluded. The patients that suffered from the revision surgery had the following primary cemented polarcup shell devices implanted: polarcup shell 45 cemented (1 patient), polarcup shell 47 cemented (2 patients), polarcup shell 49 cemented (1 patient), polarcup shell 51 cemented (4 patients), polarcup shell 53 cemented (2 patients), polarcup shell 43 cemented (2 patients), polarcup shell 45 cemented (1 patient), polarcup shell 47 cemented (2 patients), polarcup shell 55 cemented (1 patient) and other unspecified cemented polarcup shells (4 patients). As the information was extracted from the aoanjrr, no further information is available. The complaint devices, used in treatment, were not received for investigation, a visual inspection could not be performed. The part and the batch number of the device are not known. Therefore, the batch record review and a complaint history review could not be performed. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. The device labeling was reviewed, the IFU for the complaint device (lit.no. 12.23, ed. 03/21) stated possible side effect such as inadequate osseointegration, failure of the implant, infection, tumour and hip fracture resulting from hip arthroplasty. The severity and the failure mode are covered through our risk management. Due to insufficient information, it is not possible to perform a review of past corrective actions. Without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Based on our investigations the failure mode cannot be confirmed and the root cause of the problem stays undetermined due to insufficient information. A relationship between the reported event and the device cannot be confirmed.to date, no further actions will be taken. Smith and nephew will monitor the devices for further similar issues.